Event description:
On (B)(6) 2013 product analysis was completed on a patient¿s generator that had been explanted due to end of service. The reported end of service was duplicated in the pa laboratory. The positive output capacitor leakage c15 test did not meet functional specifications. With the capacitor substitution for c15, the pulse generator module performed according to functional specifications. The c15 capacitor functions as a decoupling capacitor and does not affect the supply current that would contribute to battery depletion. Therefore, the end of service condition was a result of normal battery depletion based on the battery life calculation and the supply current tests. Cause for the c15 capacitors increase in leakage could not be determined. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.